Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a loss of connection occurred. Data investigation completed on (B)(6)2019 confirmed a loss of connection greater than an hour. The probable cause could not be determined. No additional event or patient information is available.